Manufacturer narrative:
The p-cap/reservoir does lock properly. Pump alarmed critical pump error after battery installation. Unit successfully downloaded to thump. Verified pump error 63 alarms in the pump diagnostic trace. Pump error 4 (file number (B)(4), line number (B)(4)) was also noted in adapt on (B)(6) 2024 17:34:56.000. Isolate to electronic assemblies. Unit passed self-test, rewind, seating, basic occlusion test, force sensor test, displacement test. Unit failed occlusion test. Unit was cut open for visual inspection of electronic and motor assemblies. No moisture damage noted to the electronic stack or motor assembly per visual inspection. The following were noted during visual inspection: scratched case, battery tube threads cracked, serial number label damage, missing display window/cover, cracked keypad overlay at select button, stained keypad overlay, pillowing keypad overlay. Critical pump error 63 (open book image) alarm confirmed during analysis. Pump error alarm 4 also confirmed in pump download history. Isolate to electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 63. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for the event.customer reported receiving a pump error. Customer was able to clear theerror and complete rewind if requested. Conducted fill cannula deliverytest but delivery was not recorded in daily history. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned.